Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had a battery out limit alarm on the insulin pump that could not be cleared. The customer reported that the insulin pump was wet with insulin. Customer's blood glucose was unknown. It was also reported the customer was recently released from the hospital for heart failure. The customer declined to return the insulin pump for analysis.